Manufacturer narrative:
Evaluation of the returned device suggests that the taper was not properly engaged during implantation. The alignment lug location hole shows signs of deformation on the upper edges, which would indicate loose movement of the taper joint allowing a rotating-rocking movement of the alignment lug in its location hole. This would suggest that the taper had not been properly locked during assembly allowing movement of the taper joint. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended.

Event description:
The patient was reported to be undergoing a revision due to a suspected infection. During removal of the in situ implant, the femoral component separated (disassociated) from the shaft at the morse taper. The location lug at the end of the morse taper appeared to be broken. It was also reported that metallosis was present. This is a supplemental report to 3004105610-2016-00069 (B)(4). Please note the initial MDR for this event included 2 issues, disassociation and infection. This complaint has been split into 2 to address both issues separately. (B)(4) addresses the disassociation, (B)(4) addresses the infection. A separate report will be submitted for (B)(4).

Manufacturer narrative:
An initial visual examination of the returned device identified that the proximal femoral stem was separated from the femoral shaft, the location lug had broken off and the lug remained jammed in the associated recess of the femoral shaft. The distal end of the femoral shaft appeared to be securely attached to the femoral component. The device was returned to siw today (24aug16) and has been forwarded to the quality engineering department for assessment/investigation. A review of the device manufacturing history records of the femoral stem (b10823) confirms that no non-conforming product was released. The investigation is on going and the results will be provided in the final report.

Event description:
(B)(4). The patient was reported to be undergoing a revision due to a suspected infection. During removal of the in situ implant, the femoral component separated (disassociated) from the shaft at the morse taper. The location lug at the end of the morse taper appeared to be broken. It was also reported that metallosis was present.